Event description:
It was reported that this right ventricular lead exhibited high out of range pacing and shock impedance measurements. A lead revision is being scheduled for the near future. At this time, this lead remains in service. No further adverse patient effects were reported.